Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was leaked possibly past the o-rings. Blood glucose was unknown. Troubleshooting was performed. The reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4). Evaluated 3 open/used reservoirs. Inspected and checked o-rings/stopper groove for anomalies none were found. Ran basal, bolus leaking test per (B)(4) as follow: reservoirs filled with diluent and connected to a new infusion sets; installed reservoirs and connector into 7xx pump. Conclusion: reservoirs not leaks. Also found no physical or cosmetic damage.